Event description:
A set leaked 5% dextrose in saline into the 6060 pump during clinical use on a pt. The pt was taken to the ER. The pt has hypokalemia from another medication that the pt is on. When the pt's family member noticed that the set was leaking, they called the nurse, and then went to the ER, where it was found that the pt's potassium level was too low. The pt was given potassium in the ER, and sent home. The next morning, the pt was put on a different pump.